Event description:
Report received from the USA regarding an attachment device in which it was reported that the ¿o-rings are rattling around" the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in surgery or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and it was observed that the device had dry / worn bearings. Evidence suggests this was due to usage / wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).